Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user experienced prolonged elevated blood glucose after a meal announcement and a recent supply change, with the device alerting for high glucose longer than 90 minutes. Tubing and infusion set were assessed with no leaks or kinks reported, and glucose trended down during follow-up. Symptoms included hyperglycemia peaking at 315 mg/dl. Outcomes included no injury, no medical intervention beyond routine self-management, and no hospitalization. Investigation included remote troubleshooting and education regarding expected insulin action time and the need for a full supply change if glucose failed to return to range. Investigation of this case revealed no device malfunction was identified and the device components in use appeared functional based on user checks, with glucose decreasing over time. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.